Event description:
Refer to h10

Manufacturer narrative:
Remote support from the customer care solution center was received, during which a quote was provided for defibrillator smart pads ii. Multiple attempts were made to request information regarding if the pads were for a device malfunction or for customer stock (no malfunction). No answer to this question was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.